Manufacturer narrative:
The complaint that the autopulse platform (sn (B)(6) stopped after performing one compression was confirmed through archive data and functional testing. The archive data showed that the autopulse platform displayed user advisory 12 (lifeband not present) messages around the reported event date. If a user advisory is not cleared, the autopulse platform powers off as designed. The ua12 advisory message was replicated during functional testing. The root cause of the ua12 advisory was a defective and severely worn belt clip retainer, likely due to the device's age. The device's life expectancy is 5 years. This autopulse platform was manufactured in may 2015 and is over 9 years old. Initial functional testing failed due to the ua12 advisory message displayed upon powering up the platform, as confirmed by the archive data; thus, confirming the reported complaint. Troubleshooting revealed that the belt clip retainer was damaged and severely worn, triggering the ua12 advisory message. Replacing the belt clip retainer is necessary to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with sn (B)(6).

Event description:
During patient use, the autopulse platform (sn (B)(6) performed chest compressions only once, but then it stopped working. Per the paramedics, they did not check the display panel at this time, and it is unclear if an error message was displayed. The paramedics pressed the start button, but the platform didn't restart chest compressions. The paramedics performed manual CPR and transported the patient. The patient's outcome and any other information after transportation were not provided.